Event description:
The event is reported as: the hemoclips fall out of the applier when being used. No pt injury reported.

Manufacturer narrative:
The device sample was returned for eval. The results of the eval and investigation are not available at the time of this report.